Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and reservoir ring was broken off. The customer blood glucose level was 490 mg/dl at the time of incident. The customer stated that the reservoir does not lock into place. Customer stated the insulin pump had cosmetic damage. Customer treated with insulin pump. The insulin pump will not be returned for analysis.